Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator could not be interrogated. It was suspected that the device had prematurely depleted. No intervention was performed and the patient was stable. No further information was available.

Manufacturer narrative:
(B)(4). Further information was requested but not received.

Event description:
New information received states that the implantable cardioverter defibrillator was explanted and replaced.

Manufacturer narrative:
Additional information: d10, h3, h6, h7, h9. The reported event of failure to interrogate was confirmed. The cause of the failure to interrogate was due to low battery voltage. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.